Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reportedly received the following results on a aviva meter, compared to a professional meter, within 10 minutes: 400 mg/dl (aviva) and 158 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips to return. Replacement was sent.